Event description:
Customer reportedly obtained results of 118mg/dl and 62mg/dl on the advantage system within 10 minutes. No action ws taken based on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: metformin - 6 yrs 1000mg/dayactos 45 - 2 yrs 45mg/day, starlix - 2 yrs 360mg/day, glyburide - 14 yrs 2.5mg/day